Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the pcoip module was replaced and the cable connection reseated. They tested the system with the imaging system and acquired 3d navigation scans and verified from networking issue between the main cart and camera cart the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart monitor intermittently is going black with "reconnecting teradici pcoip" message on the screen. The issue occurred while performing tracker calibrations during install. No patient was present at the time of the event.

Manufacturer narrative:
The pcoip was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. An electrical error was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the camera cart monitor intermittently is going black with "reconnecting teradici pcoip" message on the screen. The issue occurred while performing tracker calibrations during install. No patient was present at the time of the event.